Event description:
The pt was shutting the back window of her car when she received a shock that traveled from her right hand, down her arm, across her chest, to her left arm. The pt was seen by her hcp. Impedances were normal. There was no power on reset. Therapeutic results were fine. Please see MFR. Report# 3004209178200901804. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.